Manufacturer narrative:
One used sample was received for evaluation for the complaint that that they had experienced a line-block alarm. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. As received, there was one infusion site returned. The adhesive site was still intact. The cannula was observed to be bent. No other damages or anomalies were observed. The complaint of causes pump to alarm cannot be confirmed nor replicated.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that they had experienced a line-block alarm. The pss had advised that the safety system had detected an occlusion. The patient had already changed one site during training because it had not adhered properly after insertion in the abdomen. It had fallen off. When the second infusion set had been inserted, it had been placed in the pwd¿s leg. The cds stated that, after checking the tubing, they had attempted to resolve the issue using the current cassette (not an ICU med device), but the alarm had recurred. The patient had been attempting to deliver a bolus at the time the line-block alarms occurred. Both the pwd and cds had stated that they would change the site. When the site had been removed, nothing unusual had been found. The pwd had then inserted a new site and had been able to successfully deliver a bolus. The event occurred while in use with patient. There was no patient injury.